Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was oversensing myopotentials. The asymptomatic patient presented via merlin.net transmission with noise reversion episodes and was brought into the clinic for troubleshooting. The noise was reproduced with isometrics but not with pocket manipulation. Programming changes were made and some noise was still present but it was not being sensed by the patients device. The patient was stable and will continue to be monitored.